Event description:
It was reported that there are concerns that this right atrial (ra) lead was damaged as it exhibited high out of range pacing impedance and oversensing of noisy signals. Lead damage has not been confirmed at this time. The impedance change was sudden, and the out of range value is intermittent. No pacing inhibition was noted as the patient is not pacemaker dependent. The device was reprogrammed. The lead remains in use. No adverse patient effects were reported.